Event description:
Reporter alleged the customer obtained the results of 320 mg/dl, 205 mg/dl, 138 mg/dl, 171 mg/dl and 153 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Threads on clavicle pin not long enough for nuts to engage extending the surgical procedure.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.